Event description:
The customer stated that he tested his blood glucose and received a reading of 423 mg/dl. His glucose was retested using 2 other meters and those reading were in the 100's (mg/dl). The differences between the customer's readings falls in the "c" or "d" zones of the parkes error depending on the other readings. This makes the differences clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.